Manufacturer narrative:
A specific root cause could not be determined. A general reagent or instrument problem can be excluded.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ferritin. The sample initially resulted as 6.40 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The doctor called to question the result, so the sample was repeated. The repeat result was 26.77 ng/ml. The sample was repeated a second time, resulting as 30.44 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The ferritin reagent lot number was 17056805 with an expiration date of 03/31/2014. The field service representative could not determine a cause. The issue was not reproducible. He checked the system and the system is operating within specifications. He ran performance testing and this passed. The customer ran quality controls and all were good according to the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.